Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer¿s display color and brightness no longer worked correctly. The display was found to be defective; the display was replaced. It was also determined at analysis that the log files could not be retrieved due to a defective floppy disc. The display latches were broken, and the fan was noisy. The paper tray was almost empty, and the upper and lower bullets were worn. The stylus was defective, and the keyboard latch was broken. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer display color and brightness no longer worked correctly. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.